Manufacturer narrative:
A getinge field service engineer (fse) states that the first intervention for the device was by phone with the hospitals biomedical department . The catheter was replaced and connected to the device. The device started by connecting the simulator and the ECG signal, no error was seen. It was noted that the malfunction of the device was related to the inserted catheter. The malfunction was fixed by remote intervention. Functions of the device tested. The device was delivered to the user in working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had an autofill error. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: contact person phone number was shortened due to character limitations. The complete number is: (B)(6).